Event description:
Manufacturer reference #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator did not deliver tidal volume and failed to deliver proper tidal volume while it was connected to a patient. No part was reported replaced. According to the service report, the reported failure could not be reproduced. The evaluation of received device logs show several clinical alarms on, and before, the given date of event (B)(6) 2019. There are many alarms for low expiratory minute volume, high continuous pressure and high peep and some alarms for paw high. No technical error alarms during the ventilation. The last pre-use check was performed one month before the event. No further issues have been reported. During ventilation (B)(6) 2019, the ventilator was under supervision. For example was ventilation mode changed and a suction support program started several times. The alarms generated for high continuous pressure, low expiratory minute volume, peep high and high airway pressure are an indication of an increased expiratory resistance in the patient¿s breathing system. This will lead to that a lower volume than intended can be delivered to the patient. The generated alarms show that the ventilator functioned normally and that it generated appropriate alarms under the prevailing circumstances. The conclusion in this matter is that an increased expiratory resistance in the patient¿s breathing system occurred that lead to that a lower volume than intended was delivered to the patient. There was no indication of a technical malfunction in the ventilator.

Event description:
It was reported that the ventilator did not delivering the tidal volumes and failed to deliver proper tidal volumes while it was connected to a patient. There was no patient harm. Manufacturer reference #: (B)(4).